Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. The reported issue that the device had communication error when performing preventative maintenance was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, pm testing: disconnected and reconnected 8100 to the 8015, then refreshed systems maintenance. Performed pm with no further issue. Customer will place back into service. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was the systems maintenance. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had communication error when performing preventative maintenance. There was no patient involvement.